Manufacturer narrative:
(B)(4). Customer returned insulin pump for alleged cosmetic damage located at reservoir found on (B)(6) 2022. The insulin pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: overlay scratched, cracked keypad overlay, partially broken retainer, pillowing keypad overlay, label damage. Cosmetic damage was confirmed at the reservoir. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.

Event description:
Information received by medtronic indicate that the insulin pump was damaged at the reservoir compartment. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.